Manufacturer narrative:
Add'l relevant info will be provided when the device eval is completed.

Event description:
During surgery, the tip of the rod inserter broke. The surgeon was not able to remove the broken piece.